Manufacturer narrative:
Fifteen months later, the device was explanted for normal battery depletion and returned. The device is currently in analysis, when additional information becomes available, this report will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The device reached elective replacement time (ert) in 5.3 years and passed nominal longevity requirements. Technicians concluded this device was not affected by the low voltage capacitor advisory.

Event description:
Boston scientific crm received information that the right ventricular threshold measurements have been increasing. The pacing outputs were increased and the device is showing ventricular tachycardia episodes which are very short. The electrogram was displaying ap-sr vp-sr and then a vs event. It was also noted that isometrics looked like there was a little noise on the right ventricular p/s channel but not marked. The field representative (fr) was inquiring if this could be advisory related. Ts discussed the advisory and informed the fr that the issue could be loss of capture. The fr states the patient is being followed every month. No adverse patient effects were reported.

Manufacturer narrative:
As of this report, the device and non boston scientific ventricular lead remain in service. Should additional information become available, this event would be updated.